Manufacturer narrative:
A total of 20 centrifugal pump samples were returned for evaluation for this event. The first sample was the pump that leaked during cardiopulmonary bypass, and the pump from the original report. Visual inspection of this sample found crazing around the top and bottom housing welds. One small crack was observed on the top housing underneath the outlet port. There were also multiple cracks found on the top housing at the weld. The sample was set up on a sarns drive motor built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg. After one minute of testing, the sample began to leak. The remaining 19 samples were also visually inspected and pressure tested. Eleven of these units were found to have the same cracking and crazing as the original sample and all of these samples leaked during the pressure test by approximately five minutes into testing. The remaining eight samples did not reveal any cracking or crazing during visual inspection, and did not leak during the pressure test after being ran for an hour. For the samples that did leak, the leaks were coming from the cracks in the top housing near the top housing/separator weld. The cracks were caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
In addition to the original pump sample that was found to leak during cardiopulmonary bypass by the user, the user facility removed all of their stock from the same product lot to return to terumo. This was an additional 19 unopened centrifugal pump units.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations- and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 05/14/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information become available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular system corporation that during cardiopulmonary bypass, the pump head leaked resulting in less than 10 cc blood loss. Less than 10 cc blood loss. Product was not changed out. Surgery was completed successfully without delay.